Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The us complainant had a cp pump placed to support a patient. After a day of support, which included and access site bleed, the team made choice to explant and escalate to a 5.5 pump. After explant and groin closure the team discovered a vessel damage that prompted the team to intervene and repair the vessel.

Manufacturer narrative:
The investigation for the vascular damage has been completed. The pump was not returned for investigation, and the data log was not required for this case. Additionally, the left femoral artery was repaired after it was dissected during the removal of the pump. The cause of the vascular damage issue was not determined since product was not returned and sufficient clinical information was not provided. Corrections to the initial MFR report: b2-selected death and added date of death. B5-patient outcome and mso review. G1 MDR reporting contact email. H1-changed to death. H6-impact code 1802.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.